Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. This information is currently unavailable. Ge healthcare performed a checkout of the equipment and found it to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed for 'patient circuit failure', and could not exhale gas. There was no reported patient injury.